Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model #: sc-4319 serial #: (B)(4) description: clik x MRI anchor the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms of pain, redness, and drainage were noted. The physician believed that the infection was not device related nor procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician put the patient on an intense antibiotic regimen.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms of pain, redness, and drainage were noted. The physician believed that the infection was not device related nor procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.